Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One monopty disposable core biopsy instrument was returned for evaluation. The device was functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. The rotational knob was turned once more and the stylet retracted as expected. The device was able to be fully primed with no issues and the arrow was visible in the ready window. The device fired properly and did not self activate. The device was further tested by cocking and firing the device 10 times into an apple. The device fired properly and all samples were obtained with no self activation. The investigation is unconfirmed for self activation as the sample worked properly under laboratory conditions and did not self activate. The definitive root cause for the reported failure could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a liver biopsy procedure, the device was primed successfully but the needle self-activated outside the patient body before firing the probe. The device was not fired outside the patient prior to the self-activation. There was another device used to perform the procedure. There was no patient involvement.